Event description:
During the cataract extraction, the pc iol (tecnis zcboo 22.0 diopter, serial number (B)(4), expiration date 2/25/2020) was opened onto the sterile field. The surgeon noted that the capsular bag that normally holds the intraocular lens was torn and would not support this lens. Another lens was opened and inserted into the sulcus space without incident- the operating room nurse indicated that she returned the lens to the company for credit. There was no harm to the patient.